Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Translated files show no anomalies. Review by technical consultant suggested that there appears to be myopotential oversensing.

Event description:
It was reported that the device exhibited apparent oversensing. The device was reprogrammed, and the oversensing stopped. Later, the patient complained of feeling dizzy, and the right ventricular (rv) lead exhibited additional oversensing, as well as an overall decrease in impedances. During in-office testing, the oversensing only appeared when the sensitivity was set to 0.15v. The clinician plans on bringing the patient in for additional testing. The device and lead status is unknown. No further patient complications have been reported as a result of this event.